Event description:
A (B)(6) female pt called zoll customer support to report that her monitor would not fully power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (monitor will not power up) was confirmed. Upon evaluation the monitor was intermittently resetting. A root cause investigation is ongoing. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the resetting monitor. The pt received a replacement monitor.